Event description:
The customer reported to olympus that during a therapeutic unspecified procedure, the video system center had an e333 error message (touch panel error). The procedure was completed using the same set of equipment and the patient was not under anesthesia. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the e333 error message (touch panel error) could not be confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.